Manufacturer narrative:
(B)(4). The insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify charge/battery lasts less than expected anomaly due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert in less than one week. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.